Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A scrub technician reported unexpected outcomes for multiple patients following cataract surgery with intraoperative wavefront aberrometry. The site reports if they had used the original preoperative plan they would have been closer to the target outcome. Upon additional follow up it is reported that the patient is scheduled for an explant procedure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received, the intraocular lens was explanted three months following the initial surgery.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. An internal investigation has been opened to address the reported issue. (B)(4).